Event description:
It was reported the patient experienced no stimulation sensation. The patient had the device off for 6-7 weeks, and when he went to turn it on, he could not increase the stimulation. The patient stated the middle light on the left was blinking and he heard three beeps when he tried to increase or decrease the stimulation. Additional information indicated the manufacturer's representative reviewed the button functions with the patient and determined the patient had turned up the parameter rather than the amplitude. This appeared to resolve the issue. Further information from the patient revealed the patient had surgery in 2009 to fix the problem with the system. The patient reported he was no longer having any issues with the system.